Manufacturer narrative:
Concomitant medical product: product ID: c4tr01. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that long ventricular pauses were observed due to suspected right ventricular (rv) lead oversensing. The patient was hospitalized and scheduled for a lead replacement. No further patient complications have been reported as a result of this event.